Manufacturer narrative:
Approximate age of device ¿ 6 years 6 months 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the patient was using a loaner power module given to him by the hospital. The patient tethered to the inova loaner pm and about 5 minutes later the pm began emitting a clicking sound with all the alarms blinking without audible alarms. Tech services stated that this device fault happened because of a faulty relay in the power supply. A no external power / low power hazard events was also noted on the log files. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning approximately 6 days (18feb19 ¿ 24feb19 per time stamp). On 21feb19 at 12:02 the low battery hazard and no external power alarm activated while connected to the mpu due to both white and black lead rsoc voltage levels dropping down to ~3v. This is indicative of a ac power cord disconnection. The alarm cleared once the patient connected to battery power. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mobile power unit (mpu) was not returned for analysis. Multiple attempts were made to retrieve missing information but no response was received. It is unknown if there was a loss of power at the home, the mpu has a v-lock, or if the ac power cord came loose. A root cause for the no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.